Event description:
Experiencing some symptoms of hypglycemia. She tested her blood glucose and had results of 130, 140, and 148 mg/dl. She retested using another contour, and got a reading of 30 mg/dl the customer did not allege she required any medical intervention. The strips are to be returned for evaluation, and replacement strips will be sent.